Event description:
It was reported that the ventricular lead exhibited noise since (B)(6) of 2014. No lead abnormalities were visible upon a fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.